Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent a temporary pacemaker procedure in (B)(6) 2025. The patient had temporary pacemaker wires taped to their leg that allegedly broke while getting up. It appears to have come apart at the middle of the catheter not at an end or hub.